Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a patient with a #9 smiths medical portex® cuffed blue line ultra® tracheostomy tube presented to the hospital with respiratory discomfort and desaturation. It was noted that this was associated with hypersecretion. Subsequently, the tube was required to be changed out. Following removal of the trach, the cuff was noted to be punctured. It was reported that the trach had been in use for less than 30 days. There were no reported adverse patient effects.

Manufacturer narrative:
Device evaluation summary: one used decontaminated blu tracheostomy tube 8.0mm s/assy was received in plastic bag without its original packaging. The sample was visually inspected and appeared to be in good condition. Upon a cuff inflation test, it was observed the cuff was still fully inflated after 12 hours. No leak was observed. Inflation tests were also noted to be audited, finding no deflated cuffs. Additionally, a review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint allegation was not confirmed. No fault was found with the device.